Manufacturer narrative:
As per information received from the field the disposal battery expanded in the battery back to such an extent that it broke. Reportedly the recipient did not came in contact with electrolyte and also did not have an injury by the reported event. During device investigation the case of the opus 2 battery pack has been found demolished by the expansion of the battery. Two of the three batteries were probably inserted incorrectly, which could be a trigger for the observed expansion. Other damages found during investigation are not explaining for the reported issues. This is a final report.

Event description:
The user reported that the zinc-air battery expanded to such a point that the battery cover could not be opened anymore and also caused damage to the battery cover. Eventually the battery burst inside the battery pack. The cover of the zinc-air battery was peeled off and some material adheres to the inside of the battery cover. Cpu was not damaged. There is no accident, injury or trauma related to this event.

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. When available, a failure analysis will be submitted as a follow up report.

Event description:
The user reported that zinc-air battery expanded to such a point that the battery cover of the sonnet processor could not be opened at first. The batteries were eventually removed and stored. After that it was noted that the battery collapsed inward. No injury or damage to health was reported as a result of the incident.